Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the prograsp forceps cable broke during use, nothing fell inside the patient. It was replaced immediately using another instrument of the same type, without delays to the procedure. The procedure was completed with no reported injury.